Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation, however, medical records were provided and reviewed. The investigation is confirmed for the reported occlusion of the ivc. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced obstruction of flow. The information was received from a single source. One patient was involved with no reported patient injury. The patient is a (B)(6) year old male, whose weight was not provided.